Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the eject mechanism on her adc lancing device does not eject lancets and she was therefore unable to check her blood glucose. Customer further reported that she was rushed to the emergency hospital because of this issue and received treatment with insulin (unknown dose). No further information was provided as the customer declined to continue troubleshooting and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported the eject mechanism on her adc lancing device does not eject lancets and she was therefore unable to check her blood glucose. Customer further reported that she was rushed to the emergency hospital because of this issue and received treatment with insulin (unknown dose). No further information was provided as the customer declined to continue troubleshooting and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned, and a valid serial number has not been provided. The extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and lancing device, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.